Manufacturer narrative:
Product event summary:the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The inner insulation had a depression breach.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (ICD) 2006 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.